Event description:
It was reported that the impactor broke during operation, inside the patient. All pieces were recovered. Surgical delay less than 30 minutes. The procedure finished with a smith and nephew backup device. Patient injuries were not reported.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirms the black coating on the device fractured into several pieces. All pieces were returned with the device. The product marking is fading from the device as well. The device was manufactured in 2012. The device exhibits signs of extreme wear and use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Internal complaint reference number: (B)(4).